Event description:
The following report was received from the affiliate: during a coronary intervention, while conducting post-dilation with the cypher's stent delivery system, the balloon ruptured. Therefore, post-dilation with a high-pressure balloon (sprinter nc3.5) was conducted and the procedure was finished successfully. The target lesion was at the mid left anterior descending. The lesion was denovo. The vessel was highly calcified and moderately tortuous. There was 99% stenosis. A guide wire was inserted to the target lesion, although physician had difficulty crossing the gw due to the hard and extensive calcification. Three balloons were used to conduct pre-dilation and 3.0x33mm cypher des was implanted at 12atms at the target lesion. There was no report of pt injury. Please note: device is distributed outside the united states. However, it is similar to the united states product.